Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the atrial leadless pacemaker (alp) had no capture. A chest x-ray confirmed the alp had dislodged and embolized to left pulmonary artery (pa). The alp was retrieved successfully, and the patient was programmed to vvi pacing only. The patient was stable throughout the procedure.